Event description:
It was reported that the customer experienced low blood glucose for the last few days. It was stated that the customers blood glucose value was 178 mg/dl when she woke up later in the morning it was 202 mg/dl and then at noon she was 62 mg/dl. Customer was treated with food and glucose tablets; current blood glucose was 66 mg/dl. The drive support cap appears normal. The infusion set was changed the day before and customer was disconnected during the rewind/prime sequence. Programming is normal. Customer's mother declined to continue troubleshoot and requested the insulin pump to be replaced. She stated that the bolus history had several boluses that were not delivered by the customer. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
There is no data available due to the insulin pump was received without a battery installed. Unable to verify bolus anomaly due to no data available. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.